Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, broken of plug strap and creases. Leak test and microscopic analysis was performed which identified: one sharp opening, three punctured openings broken sharp of plug strap and wear abrasion. Fill inspection was performed and identified no blockage in the valve. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is: one sharp opening assessed as unidentified (tear) opening. Three openings punctured assessed as surgical damage like. Broken sharp of plug strap assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.